Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/31/2017 with the following findings: during investigation, the pump was unable to power up and was completely unresponsive. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit. Evidence of moisture ingress was found on the display screen inside the pump. A leak was found in the battery compartment. The pump cover was removed to find moisture corrosion to the internal components. Further investigation on the short battery life complaint could not be duplicated.